Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-22: additional information was received from patient who reported they met with their manufacturer representative (rep) and they have a surgery planned for (B)(6) 2025 with their healthcare provider (hcp). 2025-jan-24: additional information was received from manufacturer representative (rep) who reports the cause of the premature eos was unknown. They state the patient will be having their current implantable neurostimulator (ins) replaced with a rechargeable ins on (B)(6) 2025. Issue has not been resolved. 2025-jan-27: additional information received from patient who stated they've been in a lot of pain/severe pain for the last 2-3 weeks and they are on 2 different pain pills. Patient stated the ins does not work at all and does not control their pain anymore. Patient stated every time they try to call to get the surgery scheduled they cannot get the surgery approved as they are waiting for financial information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep and patient indicated that replacement surgery hasn¿t happened, hasn¿t beenscheduled. Pt called back in and requested information on the implant they are going to get and why their previous implant depleted in 2 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated the device quit working about 4-5 days ago. The patient said they started up the app to change the numbers, and it said battery empty. The agent had the patient activate the handset, and the patient was seeing service code 302. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient stated they were told it was going to last 8 years. The pt called back and stated their battery was empty and they were in a lot of pain.